Manufacturer narrative:
H3 evaluation summary: b5, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the patient had a burn at the back of the thigh at the right leg. The burn was treated with medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, there was an electrical interference issue. The patient had a scalpel burn on the back of the thigh of the right leg. Size was still not known and the burn was treated with medication.